Manufacturer narrative:
The investigation could not determine the exact cause of the event. A maintenance and/or a pre-analytical issue are possible causes.

Event description:
The initial reporter received questionable elecsys troponin t hs assay result from one patient sample tested on the cobas 6000 e601 module. The initial result was reported to the doctor who required a new sample to be drawn. The initial result of the initial sample at 2:59 pm was 57.88 ng/l. The repeat result of the initial sample at 9:41 pm was 5.95 ng/l. The initial sample was sent to another laboratory that uses a cobas system. The second repeat result from this laboratory was 5.88 ng/l. The result of the new sample at 9:02 pm was 5.86 ng/l. The repeat result of the new sample at 9:41 pm was 6.15 ng/l. The reagent lot number is 651490 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The qc was within 1 standard deviation (sd). The last calibration was on 22-feb-2023. The alarm trace did not have an alarm pointing to a hardware issue. The pre-analytical data did not indicate any issues. The investigation is ongoing.